Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was evaluated and calibrated. The system and tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited a collimator come down upon boot up. No pt death or serious injury was reported.